Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that the balloon to a smiths medical portex® cuffed blue line ultra® tracheostomy tube was different; making it too high in relation to the tip of the cannula. The trachea of the patient was noted to be "hurt" with the balloon being too high. Subsequently, the tube was changed out. The patient recovered with no further adverse effects.

Manufacturer narrative:
Two unopened blue line ultra suction aid tracheostomy (trach) tubes were returned for analysis. Both samples were opened and tube were visually checked; no discrepancies were found with cuff position. Based on the evidence, the root cause is unknown as the complaint is not confirmed.